Event description:
It was reported that a perforation occurred in the heavily calcified, heavily tortuous left anterior descending coronary artery. The 3.5x19mm graftmaster covered stent system was advanced, but failed to reach the perforation and was removed without reported issue. There was no adverse patient sequela and no reported clinically significant delay in procedure. Another device was used successfully to treat the perforation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.